Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim, fading and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the display screen was found to be dim, fading and discolored. Unrelated to this issue, a review of the pump black box showed the time and date reset to default after pump reboots. Testing revealed that the time and date reset to default settings when the battery was removed from the pump. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed. (B)(6).